Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic urinary tract infections, extreme pelvic pain, extreme pain during intercourse, blood in urine, and continued incontinence. No further information has been provided.